Event description:
It was reported to coviedien on (B)(6) 2011 that a customer had an issue with a PICC. The customer reported they found a crack in the tubing close to the hub while performing a PICC line insertion. The PICC was removed and replaced with another. There was no ill effect to the pt, no blood loss no tissue damage. The pt is reported to have recovered.

Manufacturer narrative:
Submit date (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.